Event description:
Three days post placement of a nephrostomy catheter scheduled removal, follow up fluoroscopic examination revealed the catheter had fractured in the patient's kidney. Uneventful retrieval of the distal segment with a snare followed. The drainage was successfully completed at this time. The patient's condition is good and has since been discharged. This device was received, evaluated and retained by this manufacturer. The engineering evaluation indicated the catheter was received in three separate sections. The extrusion exhibitied breaks at points approximately 2 centimeters distal to the heat shrink and 1 centimeter proximal to the pigtail. The pigtail contained 3 longitudinal splits of various lengths throughout the circumference of the pigtail located near each suture hole and 5 millimeters distal to the break point. There was also a longitudinal split located at the most proximal break point. Both the stopcock and the entire length of extrusion were slightly yellowed, however, the extrusion was still soft and pliable. The co's follow up revealed this catheter was used for an alcohol drip. This device is a drainage catheter and co's directions for use outline appropriate usage of this device. The co believes non-indicated use of this device contributed to this event and do not attribute it to the device. The co's directions for use state: "this catheter is designed for percutaneous drainage of the urinary tract."